Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device passed away. The patient passed away in his sleep at home while connected to the homechoice device. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for evaluation. The service history review revealed no previous service events that would cause or contribute to the reported problem. The reported problem was not identified during the event history log review. Visual inspection found no physical damage. The power on self-test was successfully completed. The one hour therapy was completed without error or alarm. The device passed all check and calibration tests successfully. Should additional relevant information become available, a supplemental report will be submitted.